Manufacturer narrative:
Unit received with cracked reservoir tube lip. Unit received with cracked retainer, partially detached retainer, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, stained serial number label, peeling end cap address label and slight corrosion in battery tube.

Event description:
A customer reported via phone call indicating that their insulin pump was damaged with cracks in the reservoir compartment. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.